Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's tidal volume was not reach and alarming for low pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's system pca needs tos be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's tidal volume was not reach and alarming for low pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.